Event description:
Medtronic received information that upon opening of the package of this cannula, a mark that appeared to be from a permanent marker, was found within the packaging. The cannula was successfully used with no adverse patient outcomes. On (B)(4) 2013, medtronic received additional information from the distributor that the patient was hospitalized due to infection contracted after the procedure. On (B)(6)2013, medtronic visited the hospital to verify the event and to gather additional information. The hospital refused to provide medtronic the physician report and stated the device used during the procedure would not be provided for our investigation.

Manufacturer narrative:
Analysis: although requested, the product was not returned for analysis. A photo was provided from the distributor, which confirmed two blue pen-like mark¿s on the proximal end of the outer diameter (od) of the cannula body. Conclusion: based on the information provided, we were unable to confirm if the blue pen like marks contributed to the source of the patient's infection. A review of the device history and sterile lot records were reviewed. The device met all inspection and acceptance criteria for release. The sterility lot review included the sterilization and pyrogen lot release data. There were no non- conformities noted. The device was able to perform its essential function according to labeling; however, the presence of the two blue pen-like marks are not within specification. A review of our quality database did not identify any trends related to this issue. In addition, there were no other reports of infection cases for this model and lot of product. A review of the instructions for use (IFU) notes to inspect the package and product for damage and expiration date. If undamaged and unexpired, open the package and transfer the sterile field using aseptic technique. The IFU also noted that this device, as do all extracorporeal blood system devices, have possible side effects which include, but are not limited to infections. Based on the information provided, it is unlikely that the blue pen-like marks on the od of the cannula caused or contributed to the patient's infection. Further information was requested but the user facility would not release the information to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.